Event description:
Customer reported rh discrepancy on the echo. The customer stated that 4 rh positive patient samples resulted rh negative. The customer re-tested the four samples without making any changes to the testing parameters. This time they resulted rh positive as expected.

Manufacturer narrative:
Review of instrument results: anti-d4 and anti-d5 wells were all negative and equivocal. Some of the anti-d5 wells had specs and large holes in the wells. Customer was advised to replace the probe. Customer reported qc testing was completed with acceptable results after replacing probe. Customer re-tested samples and results were acceptable. Instrument is operating within specifications.